Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's doctor contacted dexcom on (B)(6) 2016 to report that the patient experienced an adverse event on (B)(6) 2016. The patient's doctor stated that the patient was hospitalized on (B)(6) 2016 from a sever low while on the dexcom. The patient had a severe low then a seizure, resulting in broken pelvis. The patient stated there was no issue with dexcom unit, but she was wearing at time of incident. The patient is currently in rehabilitation center due to seizure and broken pelvis. At the time of contact, the patient was in a rehabilitation center. No additional event or patient information was provided.